Event description:
It was reported that the patient had backup battery fault alarm. The log files were submitted for review. It appeared that the event log captured backup battery faults starting 17mar2026 at 2155 and continued for the remainder of the log. It appeared that the emergency backup battery (ebb) failed the load test resulting in these faults. The system controller was exchanged to backup system controller.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via log file analysis. Review of the log files revealed starting on 17mar2026 at 21:55:49, a backup battery fault alarm activated due to the backup battery not passing the load test. The backup battery did not pass the load test due to the loaded voltage measuring outside of the acceptable voltage threshold. The alarm did not resolve within the log file. Pump operation was not affected. The heartmate 3 system controller (serial number (B)(6)) was not returned for analysis. Provided information stated that the controller was exchanged to the backup controller and no product was returning to abbott. The root cause of the reported event was unable to be conclusively determined through this analysis. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU (rev. D), section 7 ¿ ¿alarms and troubleshooting¿, and heartmate 3 patient handbook (rev. A), section 5 ¿ ¿alarms and troubleshooting¿, cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 IFU, section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery and the system controller. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.